Event description:
Preperitoneal distention balloon ruptured inside patient. Piece of balloon material in patient. Open hernia repair necessary to retrieve balloon material. All material retrieved from patient.